Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the b30 error and stripes on the image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code b30" was caused by a failure of the output connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had an error code b30 (scope communication error), and a striped image could be seen on the screen. The issue occurred during an equipment demonstration. There were no reports of patient involvement or harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.